Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was unable to create a surgeon profile. The ssd drive was replaced and the issue was resolved. The system was able to create a surgeon profile.. The system then passed the system checkout and was found to be fully functional. The ssd was returned to the manufacturer for analysis. Analysis found that when tested on the bench tester, the reported issue was able to be replicated. The engineer was able to add the surgeon's profile. When attempting to add a new surgeon profile, the loading wheel spun indefinitely. If you selected done while loading, the software exited out and did not save the profile. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not create new surgeon profiles. It was reported that the scroll wheel was present after selecting "create" for a new profile. The prompt would then scroll for 15-20 minutes, once "done" was selected, the new profile would not appear. Attempting to build the profile in the "select procedure" and administrative settings did not restore functionality. Restarting the navigation system did not restore functionality either. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.